Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator screen was white. There was no patient involvement. The event date was not provided; estimate used.